Manufacturer narrative:
H5 labeled for single use - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient vessel thrombosis¿ and ¿patient vessel occlusion¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the subject stent was successfully deployed into the patient¿s left internal carotid artery (ica) with minimal manipulation and no post-deployment processing needed. However, a few minutes after deployment, a clot developed at the distal end of the stent, obstructing flow into the a1 segment of the anterior cerebral artery. The physician confirmed that the patient was responsive to dual antiplatelet therapy (dapt) with brilinta and had no known metal allergies. To resolve the occlusion, the patient was administered a bolus dose and placed on a continuous infusion of either aggrastat or integrilin, which successfully dissolved the clot and restored blood flow within 30 minutes. There was a 35 minute procedural delay. The patient¿s condition improved and was discharged from the hospital three days after the procedure, with no signs of neurological deficits. No additional information is available.

Event description:
It was reported that the subject stent was successfully deployed into the patient¿s left internal carotid artery (ica) with minimal manipulation and no post-deployment processing needed. However, a few minutes after deployment, a clot developed at the distal end of the stent, obstructing flow into the a1 segment of the anterior cerebral artery. The physician confirmed that the patient was responsive to dual antiplatelet therapy (dapt) with brilinta and had no known metal allergies. To resolve the occlusion, the patient was administered a bolus dose and placed on a continuous infusion of either aggrastat or integrilin, which successfully dissolved the clot and restored blood flow within 30 minutes. There was a 35 minute procedural delay. The patient¿s condition improved, and was discharged from the hospital three days after the procedure, with no signs of neurological deficits. No additional information is available.